Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that stuck button alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported a stuck button alarm and a pump error 130. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected pump error 130, motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that a 61= stuck button alarm occurred on (B)(6) 2021 @ 15:36. The adapt tool also confirms that 130=mfda alarms occurred on (B)(6) 2021--8 alarms and on (B)(6) 2021--9 alarms. The adapt tool did not list any other unusual pump errors around the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the device. No damage noted to keypad assembly or the keypad traces, and j1 connector on electrical board 1 was locked properly during visual inspection. Inspected for any evidence of insulin leakage inside the reservoir compartment. Did not note any signs of previous moisture presence inside the reservoir compartment, on the motor slide or the motor itself. Device passed the keypad voltage test. The motor was tested outside the device, and it passed. In summary, the customer¿s report of a stuck button alarm and pump error 130 both were not confirmed during testing; however the pump error 130 is confirmed by the device's insulin pump history file. The pump error 130 is due to a hardware issue. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.